Event description:
Nurse was removed disposable scalpel from blister pack. The safety shield was only partially covering the blade and she cut herself as she removed the scalpel from the packaging.

Manufacturer narrative:
Since the device involved in this event is not available for evaluation, it is not possible to determine if a manufacturing defect caused or contributing to this event. These devices are assembled on automated equipment. The assembly of shield into the scalpel with blade assembly contains an automated inspection procedure to detect the shield is in the locked position. A force of approx eight pounds is applied to the shield end to place the shield in the "locked protected " position. If the assembly moves from that position, a sensor detects that movement. Non-conforming devices are automatically rejected. No other events of this kind been reported on the manufacturing lot indicated.